Manufacturer narrative:
(B)(4). Batch #: u93281. (B)(4). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was received with no damage to the external components. Upon cycling, the instrument was noted to be empty. However, the lockout mechanism was non-functional. Upon disassembling the device, the ratchet pawl was found damaged, causing the lockout feature. Also, the advancer was confirmed to be bent. The damage observed on the ratchet pawl from the complaint device is consistent with a device that is fired through lockout. As the complaint device was returned empty with no clips remaining, it is concluded that after the device fired all clips, the firing of the device was continued, thus breaking through the lockout which damaged the ratchet pawl component. The event reported was confirmed and it is related to improper use of the device. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Please reference the instructions for use for more information. The ratchet pawl damage was related to improper use of the device. The instructions for use contain the following: "caution: the instrument contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a structure or vessel. Do not attempt to fire through the lockout." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a cholecystectomy, an el5ml clipper was used. After being fired, the device got stuck and would no longer work. There was no delay as another clipper was delivered instantly. There was no patient consequence.